Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and ams sparc, bard align, boston scientific obtryx and coloplast aris were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and cystocele. It was reported that the patient underwent repair of anterior wall of the vagina with salvage of mesh on (B)(6) 2007 due to separation of anterior wall of the vagina and exposure of mesh.

Manufacturer narrative:
.